Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff allegedly noticed that the prograsp forceps instrument had a wire that was derailed. No patient harm or adverse outcome was reported. The planned surgical procedure was completed with a backup instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a derailed cable. Engineering evaluation found a derailed grip cable at the distal idler pulley. The grips could not fully open and close. Movement and functionality of the instrument was not precise. The instrument was returned expired. Engineering evaluation also found the derailed grip cable to be frayed at various sections. The customer reported complaint does not itself constitute a MDR reportable event; however the reported frayed cable issue if to recur could cause or contribute to an adverse event.